Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. The cause of the access site bleeding was most likely use related because the physician left the peel away sheath in place.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old female (race unknown) was implanted with an impella cp device for mechanical circulatory support pre mitral clip procedure. The physician left the peel-away sheath in, patient had continued to bleed warranting two units of packed red blood cells. Patient was weaned and explanted and patient recovered.